Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 210 mm from the terminal end as well as environmental stress cracking at 415 and 500 mm from the terminal pin. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was explanted during scheduled therapy upgrade procedure due to high pacing thresholds, loss of capture at maximum output, noise, and pacing impedance values greater than 3000 ohms. It was noted that there was no oversensing and that these observations were resolved with new system in place. A new implantable cardioverter defibrillator (ICD) and lead were successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. Later, this product was received by boston scientific and full investigation was conducted.

Event description:
It was reported that this right atrial (ra) lead was explanted during scheduled therapy upgrade procedure due to high pacing thresholds, loss of capture at maximum output, noise, and pacing impedance values greater than 3000 ohms. It was noted that there was no oversensing and that these observations were resolved with new system in place. A new implantable cardioverter defibrillator (ICD) and lead were successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.